Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. H6 type of investigation changed to b22. The device has been returned for evaluation. The investigation is on-going.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex and impella cp were inserted femorally to support the 55 year old female patient who had been admitted in with cardiomyopathy and in need of bipella support. The patient had presented in scai stage e shock. Prior to the pump support the patient was on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The pump was supporting when on day 8 there were controller alarms. The defective alarm occurred after movement with the patient being bathed and there was a purge cassette change. The team was unable to choose a p level after the defective alarm, and so the team made decision to replace the console. The same defective alarm occurred without the capability of choosing a p-level. The pump was explanted. The impella cp had already been explanted. The aic alarm and replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The rp flex explant had no reported consequence to the patient, and the patient survived.

Manufacturer narrative:
D4 catalog, serial and UDI were revised.